Event description:
It was reported that they have tried 3 different esophageal temperature probes and they keep getting alarm 14 (patient temperature 1 probe out of range). Mss had nurse to disconnect and reconnect temperature probe cable and it was still alarming. Nurse stated that they had a down unit on the floor. Mss had nurse to remove that temperature probe cable and put it on the current device. The patient registered at 36.6 and hypothermia therapy was successfully initiated. The flow rate was 3.5lpm. Mss advised to send the other unit and bad temperature probe to biomed for functional check and replacement of probe. Per follow up information received via phone on (B)(6)2022, it was reported that nurse replaced the temperature probe and therapy was completed successfully with no further issues. Also stated that they did not have to switch to a second device. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as there is no allegation against an ucc product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they have tried 3 different esophageal temperature probes and they keep getting alarm 14 (patient temperature 1 probe out of range). Mss had nurse to disconnect and reconnect temperature probe cable and it was still alarming. Nurse stated that they had a down unit on the floor. Mss had nurse to remove that temperature probe cable and put it on the current device. The patient registered at 36.6 and hypothermia therapy was successfully initiated. The flow rate was 3.5lpm. Mss advised to send the other unit and bad temperature probe to biomed for functional check and replacement of probe. Per follow up information received via phone on 26jul2022, it was reported that nurse replaced the temperature probe and therapy was completed successfully with no further issues. Also stated that they did not have to switch to a second device. There was no impact to the patient.